Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is still implanted, is not available for return. No device malfunction could be confirmed. Surgeon indicated cases were very challenging and after surgical interventions patients iop was within acceptable range with valve still implanted.

Event description:
Problem with more than one lot of agv one day after implantation the patient suffered from hypotonry followed by aqueous misdirection, flat anterior chamber and high iop they treated by pars plan vitrectomy.